Event description:
The pt called alleging high readings on the lifescan meter. The pt received a 253 mg/dl and the physician's meter read 152 and the lab reading was 148mg/dl. The pt felt nauseated and tired while testing. Due to the high reading on pt's machine the physician increased insulin. The test strips were in good condition and not expired. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.